Event description:
On (B)(6) 2009, pt reported having problems with air bubbles forming in her cartridge after being in use. Pt states she makes certain that she primes out air bubbles before using the new insulin cartridge, but air bubbles form over time. Discovered that she inserts the cartridge into the infusion device before attaching the infusion adapter and infusion tubing. Educated her on techniques to use when changing the insulin cartridge that will prevent the formation of air bubbles. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
Method and results: no product will be returned for evaluation.